Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh and surgisis in-fast sling were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse, rectocele and cystocele. The patient began to suffer from excruciating vaginal and pelvic pain as well as severe recurrent stress urinary incontinence. The patient consented to have portions of the mesh extrusion removed to alleviate her pain and suffering at her doctor¿s recommendation. Her suffering has included severe vaginal bleeding. Patient suffers from chronic urine leakage, urinary retention, bladder infections, vaginal infections, excruciating pain during intercourse and sharp abdominal pains. The pelvic and vaginal pain is so severe, it wakes her from sleep. In addition, the patient reports psychological and emotional suffering. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. It was reported that the patient underwent mesh implantation with a concurrent procedure of pubic bone sling with small intestinal submucosal graft. It was reported that due to vaginal pain, stress urinary incontinence, mesh protrusion and bleeding the patient underwent multiple mesh removals in the office in addition to surgical environment removal on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and mixed incontinence. The patient underwent the concurrent procedures of a tissue graft [cosh medical] and a pubic bone sling [ams] implantation during mesh implantation. The patient was re-admitted for suture removal and discharged to home on (B)(6) 2009. It was also reported that the anchors from the previous surgery which were causing urinary incontinence ¿came loose¿ upon exam on (B)(6) 2010 and the removal of the mesh was discussed at that time. The patient underwent cystoscopy and surgical excision of mesh with collagen periurethral bulking on (B)(6) 2010. The patient also had granulation tissue removed and cauterized with sliver nitrate on (B)(6) 2010, (B)(6) 2010, (B)(4) 2011 due to vaginal spotting. No additional information provided at this time. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) due to eroded vaginal mesh.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2016 by dr. (B)(6) at (B)(6) hospital.